Manufacturer narrative:
Additional narrative: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was not implanted / explanted ¿ another pfna ii nail was utilized device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 02 march 2015. Expiry date: 01 february 2025. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a proximal femur fracture surgery the helical blade did not go through the proximal femoral nail antirotation (pfna) ii nail. Another pfna ii nail was used to complete the surgery. The surgery was delayed by 20 minutes, no adverse events or outcomes were reported. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: product investigation summary: the investigation shows that only the nail was received for investigation. There are marks and wear and tear signs at the hole with ellipses formation. Furthermore, it was discovered that the anodized color in the hole has disappeared completely in some areas showing that the inner diameter was in contact with the helical blade. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Unfortunately, an exact root cannot be determined as no detailed clinical information was provided. Also, the complained malfunction could not be replicated. The conformity of the hole with ellipses formation was tested with a helical blade from our product development department, and was found to function as intended. Based on this evaluation, it is likely that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.